Event description:
It was reported, the patient had lost stimulation and less than 50% therapy relief. It was noted that an impedance check showed electrodes 7, 12, and 19 were high. It was further noted that impedances for electrodes 7, 10, and 12 were greater than 10,000 ohms. The reporter stated they were able to reprogram around these electrodes and the patient had good coverage of their painful areas. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3888-45, lot# v847059, implanted: 2012 (B)(6); product type lead product ID 3888-33 lot# v238362, implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3888-45, lot# v847059, implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).